Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the tidal volume was not accurate. The device's active exhalation control valve diaphragm was reset to address the issue.